Event description:
A 3rd party acting on the manufacturer¿s behalf reviewed an internet forum, and it was reported by an anonymous individual that their seizures began to happen more often after starting vns at age (B)(6). The patient indicated that the vns was turned off and hoped they could have it explanted. No further relevant information has been received to date.